Event description:
The manufacturer received information alleging a trilogy evo, USA device was returned to a third-party service center for evaluation due to a field change order. During the evaluation of the trilogy ev300, USA device, error evt_mach_flow_drift_high (error code 155) was found in the device error code log. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve this error code. Additionally, the service technician confirmed smoke contamination. The device was corrected to address the issues found during the evaluation. After the evaluation and rework were complete, the device passed both pneumatic and final testing.

Manufacturer narrative:
The reported failure of evt_mach_flow_drift_high is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h3253408780a4 review confirms that the device met the final acceptance criteria and was released for final distribution.